Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised distributor to have patient test the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.